Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the ok, up, and down arrow buttons were unresponsive to presses. The distributor also indicated that the keypad may have been damaged. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad symbols were found to be worn but the keypad was intact. The ok, up, and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).